Manufacturer narrative:
Complained product will not be not available.

Event description:
Brush head slips off...falls off while I am using the brush-oral-b/power toothbrush [device breakage] . Case narrative: consumer stated over phone that brush head slips off. For some reason it was not locking on. It falls off while consumer was using the brush. No injury reported.